Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the patient had "against-the-rule" astigmatism around 1.5 diopters. The surgeon believes that the problem may have appeared after the lens was folded.